Manufacturer narrative:
Device 5 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent events (three on 12-apr-2024 and two on 16-apr-2024). Event occurred after three hours of insertion. The insertion site was at abdomen. Set was in use for 1-2 days. Blood glucose levels at the time of event were 487 mg/dl. Patient used correction injection by multi- daily injections to address high blood glucose. He replaced the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.